Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin and was not following the proper air removal steps. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and to follow the proper air removal steps. A system check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report due to the occlusions recurring. Customer ultimately changed the cartridge and infusion set to address the issue. There was no adverse impact to customer¿s blood glucose level.